Event description:
Clinical study: it was reported that 336 days after a coronary drug eluting stenting treatment procedure, the patient expired. The target lesion was a 3.5x15mm, 80% stenosed, moderately calcified, and mildly tortuous portion in the proximal left anterior descending artery (prox lad). The lesion was located in a calcified area between two previous stented segments. The index procedure treated the lesion with direct placement of a taxus express2 3.5x20mm drug eluting stent overlapping with the two previously placed taxus express2 stents. Residual stenosis was 0%. The patient was discharged 5 days later on plavix. Three hundred thirty six days after the index procedure, the patient expired. The cause of death was cerebrovascular accident. The start date of event leading to death was the same day. The physician noted that it was unk if target vessel was involved. No autopy was performed. No further information is available at this time.

Manufacturer narrative:
Device evaluation: the stent reamins in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.